Event description:
On (B)(6) 2013, it was reported that the rubber covering of the buttons on the patient's infusion device were damaged and the buttons were difficult for the patient to operate. The functionality of the buttons was reported to be "temperamental". No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buttons passed the optical and functional investigation successfully and comply with the product specification. Also the soft components of the device were visually inspected and no leakage or other deviation to the product specification was found. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.